Event description:
Consultant reported during a prodisc-l procedure the inserter, large would not insert and hold the inferior endplate. Surgeon selected another and completed the procedure. This report is 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. Inferior plates were tried on the returned inserter. There was some difficulty in having the implants fit on it although it was possible to load and lock the implants. The reason of the complaint is not clear although the distorted pin could have contributed in some way. Use of the demo parts is highly recommended and will help mitigate such risks and complaints. The complaint is deemed indeterminate. To help with such situations in the future, pd has released non-sterile demo parts (na0048, na0049, na0056, na0058) which can be used to check the functionality of the inserters beforehand. The tips were slightly bent when received. The cutter corresponds to the drawing and processes at the time of manufacture. Too much force was applied to the tips causing them to deform. ((B)(4)). Placeholder.